Manufacturer narrative:
1. DHR/bhr review: (1)the batch number of the complained product is 2355661, is 18g and product code is 383851, produced on 2023/02, with a total of (B)(4) pieces in this batch; (2)inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality; (3)check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products; 2. The customer did not return samples and only provided photos of the defective samples. From the photos, the product has been used,there is red liquid inside the extension tubing. There is a linear foreign matter inside the extension tubing near the luer connection adapter, and the component of the foreign matter cannot be confirmed. 3. Take the retained samples 30pcs do the inspection, and no abnormalities were found. The inspection report is attached as attachment 1; 4. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary, the customer did not return the sample. From the photos provided by the customer, it can be seen that the product has been used, there is red liquid in the extension tubing, and there is a linear foreign matter in the extension tubing close to the luer connector. According to customer feedback, the foreign matter was discovered after using the product for one day. However, because the physical sample was not returned, the plant can not confirm the component of the foreign matter. Based on the current investigation, the plany can not determine whether the incident was related to the production process, the medical solution, the infusion set connected to the indwelling needle, etc. Therefore, the root cause of this defect cannot be confirmed, and the plant will continue to pay attention to and monitor the trend of complaints about this defect.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd pegasus gn 18gax1.16in dual qsytey had foreign matter 9312017 - eva-383851 -pegasus gn 18gax1.16in dual qsytey nopvc - foreign sales report: foreign object found in extension tube after one day of hindmar retention without infusion. Photos available, sample could not be returned; green claim needed, complaint response letter needed, complaint receipt letter needed.